Event description:
The target lesion was the left iliac artery (re-stenosed lesion after implantation of wall stent). The target vessel was moderately calcified and moderately tortuous. The pt was male, age unk. Access site was right femoral and 6f sheath was inserted. After powerflex balloons were used, (complaint product) was inflated. The balloon ruptured at below nominal pressure. The procedure was completed with the inflation at low pressure of the product. There was no adverse event and the pt is in stable condition.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.